Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving low insulin alerts despite having alerts turned on. In addition, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and follow up from tandem technical support.